Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. The arm was tested and did not pass vertical load testing at 7.4lbs of force. The rep confirmed the reported event was caused by a mechanical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement articulating arm shipped to site 01/07/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported a site navigation system articulating arm that would not tighten properly due to wear. No further details regarding the damage, or how it occurred, were provided. Replacement articulating arm requested. There was no patient present when this issue was identified.